Manufacturer narrative:
Analysis of the product ID: 37761, serial# (B)(4), found evidence of broken connector pins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative who reported patient's overdischarge was resolved.

Manufacturer narrative:
Correction: fdc no longer applies to product ID: 37761, serial# (B)(4), fdc code changed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for post laminectomy pain and spinal pain. There is an overdischarge. The patient failed to maintain charge. The rep will see the patient next tuesday to evaluate, provide a physician mode reset (pmr) and close the case hopefully. The issue was not resolved but the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported. Additional information was received from the patient who reported their recharger was broken. Patient reported their desktop charger connector pin broke and a piece was stuck in the recharger. Patient was able to get the broken piece out of the recharger. Patient reported recharging was not maintained because of broken connector pin so they were unable to recharge. Patient was advised to clear por as soon as ins is charged to 25%. No further complications reported and/or anticipated at this time.